Manufacturer narrative:
(B)(4). On 18-feb-2022 customer returned pump for an alleged motor error alarm. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Pump history download using thds was successful. Motor error alarm was confirmed in the pump history download on 02/18/22 23:40:00. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The following were noted during visual inspection: partial broken reservoir tube lip, cracked belt clip slot, stained address/serial number, stained end cap sticker. Motor error alarm during basic occlusion test and in the pump history download due to faulty fsr (gold) confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.